Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Name- requested, not provided. PMA/510(k)- k926214. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection records. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the description of the event, in addition to the actual guidewire, a balloon from another brand was used and it has not identified which device had contributed the perforation. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the radifocus guidewire was used during the crt-d implant procedure. During preparatory manipulation for the introduction of a left ventricular lead to coronary sinus, perforation of blood vessel was confirmed in the coronary sinus. Pericardial effusion was not confirmed by echo and no changes in bp. No treatment has been done to the perforation. The devices which had been inserted in the coronary sinus were extracted and discarded. The left ventricular lead placement and the crt-d implant have been suspended. No deterioration in the patient condition was been reported. The procedure outcome was not reported. The patient was not harmed.